Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic upon discovering their pocket incision had reopened one year post-implant. There was no indication of infection. The device was repositioned in the pocket and the wound was re-closed. The patient was stable.